Event description:
It was reported that during an unknown procedure, there was a solid tone with error code "5." The titanium tip broke when self test again. Changed another one to complete the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: did the titanium blade tip fall into the patient? No. Was the tip left inside the patient? No. Was there a solid tone prior to noticing the broken blade tip? Yes. Was there an error code produced prior to noticing the broken blade tip? Yes. Which error code? Error code "5." Was there any contact with metal during activation of the device? No. Were there any transactions across staple lines? No. Were the troubleshooting techniques followed when the error code/sold tone was received? Yes. How was procedure completed? Describe how. Changed another to complete the procedure. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence that the device had been used. The device was functionally tested with a generator. During functional testing on gen04, an error code 5 was displayed. A probable cause of the device stopping activating and displaying an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. The batch history records were reviewed with no anomalies noted during the manufacturing process.